Event description:
It was reported that an ilet user received a recurring restart alert that persisted after restarts, performed a factory reset, and then encountered alert 38 during setup that prevented rewinding and proceeding; the device was replaced and the user was instructed on shutdown and return, data sync to the mobile app, startup on the replacement, and continued cgm use. Symptoms included hyperglycemia with a reported maximum of 205 mg/dl lasting approximately 1.5 hours, without loss of consciousness, dka, or other acute effects. Outcomes included user transition to multiple daily injections and no medical intervention or hospitalization. Investigation included technical support assessment and facilitation of device replacement with return shipping for evaluation. Investigation of this device revealed a device malfunction associated with an alert condition during setup, preventing normal operation. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.